Event description:
The complainant reported that impella cp was placed to support the percutaneous coronary intervention procedure. At the end of the procedure, the patient had ventricular tachycardia run requiring to be shocked twice. The patient continued on cp support until successful weaning of the pump. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for investigation. Device history review: the device passed all the post sterile inspection checks.